Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced polymorphic ventricular tachycardia (vt) which was not detected by the implanted device. The patient was treated successfully by external defibrillator. The system remains in use. No further patient complications have been reported.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to ventricular tachycardia detection. If information is provided in the future, a supplemental report will be issued.